Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specs, and specifically, the function of the screw mechanism conforms to established specs, when a new easyturn stylet is utilized. No comment can be made about the "time delayed" helix extension during the implant attempt, since it was not reproduced during the analysis. Perhaps an aspect of the returned stylet contributed to this effect, but this could not be determined. The damage to the defibrillation coils (rv and svc) and to the helix occurred during the implant attempt, and these features are not attributable to a mfg defect.

Event description:
During the implant procedure, the helix did not extend uniformly and as a result, lead tip separation from the endocardium occurred as confirmed by the loss of sensing. The pt lost consciousness with hypotension. Another lead was subsequently implanted.